Manufacturer narrative:
(B)(4). Unique identifier (UDI) number ¿ (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent a hip replacement procedure. Subsequently, a revision procedure was performed due to femoral stem loosening.

Event description:
It has been reported by the hospital that a patient underwent a hip replacement procedure. Subsequently, a revision procedure was performed due to femoral stem loosening.

Manufacturer narrative:
(B)(4). The product was returned to biomet UK ltd for evaluation and forwarded to the research engineer for investigation who has reported that visual investigation of the component showed no sign of bone attachment to the porous coated region of the stem. There are signs of damage and scratching on the shoulder, extraction face and taper which are consistent with implant removal during revision surgery. No radiographs were provided with (B)(4). Therefore, an assessment of the component positioning, alignment and sizing cannot be made and signs of stem loosening cannot be confirmed. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.